Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm was showing 350 mg/dl so the patient¿s daughter gave her 14 units of insulin. The cgm went up to 400 mg/dl so she gave another 14 units of insulin after two hours. She could not get the readings down and the patient became unresponsive, so the daughter called 911. Paramedics came and checked a fingerstick bg. The bg was 33 mg/dl and the cgm was still showing 400 mg/dl. The patient was treated in the ambulance with IV glucose and had orange juice. She felt better and stayed home to recover. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.